Event description:
It was reported that the procedure was to treat a mildly calcified 99% stenosis in the middle first diagonal (d1) of the left anterior descending (lad) artery. Pre-dilatation was performed with a non-abbott balloon, reducing the stenosis to less than 40%. The 2.5 x 18 mm implant delivery system was advanced successfully, but during the inflation contrast-medium was observed leaking at 2 atmospheres (atm) and then the balloon ruptured at 4 atm. The contrast-medium flowed out of the distal end of the balloon. The delivery system was retracted with the implant still intact. The patient became hypotensive and experienced bradycardia. A total occlusion of the whole left artery occurred with a vessel spasm. The patient had to be resuscitated. The patient was given suprarenin and was stabilized. Then the patient was given nitro and it was possible to visualize the lad, circumflex and d1 again. Three non-abbott drug eluting stents (2.5 x 12 mm, 2.5 x 18 mm and 2.5 x 18 mm) were implanted with a good result. The final patient outcome was good. It was further reported that there was considerable resistance noted when removing the protective sheath from the device during prep and it required force to remove it. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. The reported material rupture was not confirmed; however, a proximal seal separation was noted. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. A cine file, sent with the case, was reviewed by an abbott vascular clinical specialist. The reviewer confirmed the occlusion. Flow was re-established after deployment of 3 metallic stents. The final result was good with vigorous flow in all vessels. The reported patient effects of hypotension, cardiac arrest, and vasoconstriction (coronary artery spasm), as listed in the instructions for use are known patient effects that may be associated with the use of a coronary implant in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.